Event description:
Complainant alleged that while attempting to defibrillate a female pt (age unk) via internal handles, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty capacitor on the bridge board.